Event description:
Per the clinic, the patient sustained a head trauma in 2010. Subsequently, on (B)(6) 2014 the patient experienced a loss of osseointegration resulting in fixture loss.

Manufacturer narrative:
(B)(4): the device is currently unavailable.